Event description:
On (B)(6) 2022, a biomedical technician reported to fresenius customer service this 59-year-old male hemodialysis (hd) patient on in-center hd therapy experienced a cardiac arrest (described as ¿coded¿ in the intake) during an hd treatment utilizing the 2008t hd system. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s hd registered nurse, it was reported this patient experienced a cardiac arrest on (B)(6) 2022 during an in-center hd treatment. The patient did not have any symptoms prior and after 5 minutes of an uneventful hd treatment on the 2008t hd system, the patient slumped over and became unresponsive. The patient was found pulseless and cardiopulmonary resuscitation (CPR) was initiated by clinic staff while emergency medical services (ems) were activated. It was affirmed that there were no errors, alarms or anything out of the normal concerning the hd machine or consumables utilized for this hd treatment. Ems arrived at the scene, resumed CPR and transported the patient to the hospital. The patient was pronounced deceased on the way to the hospital and lifesaving efforts were discontinued. The patient expired due to a cardiac arrest, attributed to a significant cardiac disease history. It was confirmed the patient¿s cardiac arrest leading to their death was not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between a hemodialysis (hd) therapy utilizing the 2008t hd system and the patient¿s cardiac arrest. The source of the patient¿s cardiac arrest can be attributed to his significant cardiac disease history as reported by a medical professional. It is well known the end stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Additionally, hd patients are at the highest risk for cardiac arrest with frequent occurrences in the outpatient dialysis clinic. Therefore, the 2008t hd system can be excluded as root cause of this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.